Event description:
Facility maintenance director called for service since he said the tenor was not working as stated in his manual. His contention is with one of the 6 month pm checks in which the lift is supposed to be tested for an anti-stop feature (this check is supposed to be performed by an arjohuntleigh service tech). The lift is supposed to move downwards but with pressure it should stop. Their tenor does not show signs of working in this manner, as it continues to move downward entirely. The facility did not move the device to the floor for use as a result.

Manufacturer narrative:
Further information will be provided pending the conclusion of the manufacturer's investigation.